Event description:
It was reported that a user on ilet observed accelerated insulin cartridge depletion after changing supplies, with only 65 units remaining the next day, and disclosed two unannounced ice cream servings while in the early learning phase; the user was educated on announcing meals over 15 g carbohydrates, correction bolus behavior, and limiting snacks under 15 g carbohydrates. Symptoms included no reported adverse clinical effects and blood glucose reported in range during the call. Outcomes included no functional impairment, no emergency treatment, and no hospitalization. Investigation included user counseling and troubleshooting with education on proper meal announcement and device behavior. Investigation of this case revealed expected device performance with increased insulin delivery due to unannounced carbohydrate intake and automated correction dosing. It was concluded that the device operated as designed and that the event was attributable to use error related to unannounced carbohydrate intake.